Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log confirmed a record of error 1340 occurred during pump operation. Functional testing could not replicate the reported issue; however, it confirmed that lec 1340 was displayed during the self-check. The root cause could not be determined. Preventively, software was re-installed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited alarm error code 1340. Per the reporter, there were no adverse patient effects.